Event description:
It was reported that patient experienced recurring urinary incontinence with artificial urinary sphincter (aus) device. Physician was unable to determine why the devices operated different than expected. All components were explanted and replaced.